Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial #: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient had stimulation for chronic back pain that was removed due to it being uncomfortable for the patient but they left the lead wires in.